Event description:
Reportedly, in the retrograde approach procedure to cto lesion at #1 rca, subject guidewire was advanced with unknown microcatheter, and during attempt to cross the target lesion, guidewire coil elongation was perceived on x-ray cine screen. The guidewire was entirely removed out from the anatomy without separation, procedure was continued with another guidewire and completed with scheduled stent deployment. Patient was discharged 2 days after as scheduled.

Manufacturer narrative:
(B)(4). Core wire and internal coil was broken at approximately 5mm from distal end, coil wire was elongated to approximately 23cm, while the guidewire was in one unit up to distal end. Microscopic observation of the core wire revealed trace of continued rotation to cw direction before breakage, inner coil was found squeezed and broken off. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained information and outcomes of product investigation, it is inferred the guidewire distal end was trapped in cto lesion, where torque manipulation was continuously applied and the rotational force was accumulated to core structure, core wire and inner coil was broken off due to the accumulated force which exceeding the product design limit. Along with careful removal, guidewire was removed out without separation.